Manufacturer narrative:
Results of manufacturers final investigation: the lens was ejected out from the injector. The slider and the rod could advance partially due to it was very tight while advancing. Review of our production records showed no irregularities or abnormities during its manufacturing and/or inspection process. We also went through our complaint database to look for similar complaints and complaint rates, which also does not show any trend of concern. The exact cause in this case cannot be ascertained. Given the low occurrence rate for this complaint category, hoya will continue regular trending of this type of complaint according to our post-marketing surveillance process. Given that we found no similar case in our complaint data base, we continue our complaint trending and treat this as a single case.

Event description:
During the lens implantation step, the defective functioning of the device caused the posterior capsule rupture and the dislocation of the lens in the vitreous chamber. Patient outcome is unknown at this time. The lens was explanted and a ya-60bbr was implanted.